Manufacturer narrative:
(B)(4).

Event description:
Difficulty filling or aspirating the reservoir was reported. The caller reported, the healthcare professional (hcp) was able to perform the refill, however, found the refill "more difficult to other times." It was later reported that the pump contained lioresal. Additional information has been requested, a follow-up report will be sent if additional information becomes available.